Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device would not turn on. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted the device was received for will not work. Confirmed issue. The front case assembly was replaced as per the pcu keypad recall. Pm was performed and all tests passed. Based on the findings, service determined that the proximate cause of the reported issue was due to manufacturing issue - recall affected. A review of the device history record for (B)(6) was performed from date of manufacture 02/07/2018 to present date 01/04/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device would not turn on. No patient involvement is noted.